Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history records reviewed for the reported lot number aa4078n23, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This device not returned.

Event description:
It was reported that a patient had a problem with a mic-key low-profile transgastric-jejunal feeding tube. The nurse connected a syringe to the enteral feeding tube in an effort to remove the device and the entire top detached suddenly in a clean break leaving the tube in the patients stomach. The patient was taken to surgery for retrieval of the device. The nurse said she barely touched the device in effort to connect the syringe and it just separated. Additional information was received on 08/18/15 from the nurse who stated, that the patient was at the clinic for the removal of a mic-key transgastric-jejunal feeding tube (placed (B)(6) 2014) and reinsertion of a mic-keyg-feeding device. When the nurse attached the syringe to the balloon inflation/deflation port, the external bolster detached from the proximal portion of the tube, leaving the remainder of the tube in the patient and unable to be retrieved. The patient was sent to the emergency room and then proceeded to the operating room for the removal of the tube. No additional information was provided.